Event description:
The pt tested her blood glucose on suspect device and it was hi. Her son gave her extra insulin (16 units) and she went to sleep. She was found a few hrs later unconscious. She was taken to the emergency room and admitted to the hosp. She is unaware of the treatment that she rec'd. Her blood glucose was 30 mg/dl at the hosp.